Event description:
It was reported to boston scientific corporation in late 2008 that a resolution clip device was used during an esophagogastroduodenoscopy procedure performed four days prior (patient gender, age and weight are unknown). According to the complainant, during the procedure, the blue hub on the proximal end of the clip detached from the sheath. The clip did not fall off inside the patient. The clip did not grasp tissue and the procedure was not prolonged . The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient. Component(s), detachment of. : according to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.